Event description:
It was reported that the syringe is "not airtight" and that needle detachment occurred.

Manufacturer narrative:
It was reported that the syringe is "not airtight" resulting in no suction when the syringe plunger is pulled back. Additionally, the reporting facility indicated that a needle detached from the syringe and remained within a patient's arm. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, further medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. The reporting facility provided 17bx of unused syringes for evaluation, however, no samples of the needles used by the reporting facility were provided. Visual inspection and functional testing was performed using 10 randomly selected samples from the returned 17bx of product. Visual inspection revealed no defects or any manufacturing issues preventing the samples from working as intended. Functional testing was performed by attaching a blunt tip needle from stock and drawing fluids from a training vial. No issues were experienced and the fluids were drawn without any lack of suction. Then, the fluids were taken out of the syringes by pushing down the plungers. There were no indications of fluids being left inside the syringes after they were completely flushed. The blunt tip needles were then removed and hypodermic needles from stock were attached to the samples. No luer lock issues were identified and the hypodermic needles securely attached as intended. While the hypodermic needles were attached, they were inserted into an infusion set to ensure the needles were properly attached. There was no indication of needle detachment from any of the syringes tested while inserting the needles into the infusion set. The samples worked as intended. No reported problem/issue was unable to be reproduced or confirmed and a roto cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.